Manufacturer narrative:
H3- device evaluation is not required. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was repositioned. In a third visit the lens was exchanged for a longer length lens. The replacement lens resolved the problem. Cause reported as unknown.